Manufacturer narrative:
The t:slim x2 g5 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) below 55 mg/dl. Reportedly, customer stacked insulin. Customer reportedly overrode reductions to bolus provided by pump. Bg was addressed with glucose tablets. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.